Event description:
It was reported that an unspecified number of pen ndl 31ga 5mm 100bx 1200 USA had missing label information before use. The following was reported by the initial reporter: "it was reported that the expiration dates were not on the box. Verbatim: consumer reported all sealed no exp dates on boxes. Callers wife feels they are from 2009 time not 2019 but dont have exp dates on boxes. Asking if they can use boxes. Informed items are over the 5 year testing times for useability. Lot # 9125337, 9125341 & 9139817, catalog# 320119. Date of event 03/10/2021. Sample - no".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9125337, medical device expiration date: unknown, device manufacture date: 2009-06-17, medical device lot #: 9125341, medical device expiration date: unknown, device manufacture date: 2009-06-29, medical device lot #: 9139817, medical device expiration date: unknown, device manufacture date: 2009-07-01. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that an unspecified number of pen ndl 31ga 5mm 100bx 1200 USA had missing label information before use. The following was reported by the initial reporter: "it was reported that the expiration dates were not on the box. Verbatim: consumer reported all sealed no exp dates on boxes. Callers wife feels they are from 2009 time not 2019 but dont have exp dates on boxes. Asking if they can use boxes. Informed items are over the 5 year testing times for useability. Lot # 9125337, 9125341 & 9139817. Catalog# 320119. Date of event (B)(6) 2021. Sample: no".